Event description:
It was reported that during a follow-up, initial stages of pocket erosion were noted by the physician. The physician elected to make a new sub-pectoral pocket to prevent the externalization of the device. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.